Manufacturer narrative:
Product has not been returned to evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating pigtail is leaking and has separated. Pt reported elevated bgs.